Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (03/11/11)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging an apply sample message on her one touch ultra meter. The patient mentioned that when she attempted to test her blood glucose, the sample of blood icon still appeared on the meter even after the blood was applied. Since she was unable to test her blood glucose, she did not take her medication and around 11:00am, she had developed symptoms of trembling, sweating and could not see properly. She ate a banana and she did not seek any further medical attention or contact her physician for assistance. While troubleshooting it was noted that the patient was applying the blood incorrectly on the test strip. The patient was applying blood prior to the apply sample icon. Customer care advocate (cca) assisted the patient in the proper way of testing. Product was replaced. The complaint is being reported since the patient alleged that due to the apply sample message, she was unable to test and later developed symptoms suggestive of a serious injury.